Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced pain at infusion set insertion site on (B)(6) 2024. Upon removal of cannula, it was observed that the cannula was split in half. The infusion set was in use within 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.